Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable roche cardiac t quantitative troponin t quantitative results for one patient from two cobas h232 meters. The cobas h232 meter is not approved for distribution nor is like or similar to a product approved for distribution in the united states. The result from meter serial number (B)(4) was 50-100 ng/l. The repeat result from meter (B)(4) was 50-100 ng/l. The repeat result from meter serial number (B)(4) was < 50 ng/l. The troponin t hs result from a cobas e 411 analyzer was 48 ng/l. The results were reported outside of the laboratory. There was no allegation of an adverse event. The quality control passed on both meters.

Manufacturer narrative:
No customer material was received for investigation. The investigation did not identify a product problem. The cause of the event could not be determined. Relevant retention material roche cardiac t quantitative of lot # 31370120 was measured on qualified cobas h232 with one native blood sample and three spiked blood samples (c=approx. 80 ng/l, c=approx. 80 ng/l and c=120 ng/l). Each blood sample was tested three times. Mean of the measurements with relevant retention material: native blood sample: <50 ng/l, first spiked blood sample (approx.. 80 ng/l): 50-100 ng/l , second spiked blood sample (approx.. 80 ng/l): 50-100 ng/l , third spiked blood sample (c=120 ng/l): 114 ng/l. Measurements on cobas e411: native blood sample: <3.00 pg/ml , first spiked blood sample (approx.. 80 ng/l): 96.01 pg/ml , second spiked blood sample (approx.. 80 ng/l): 82.31 pg/ml , third spiked blood sample (c=120 ng/l): 110.2 pg/ml . The results of all measurements fulfill the requirements.